Event description:
It was reported that customer experienced decreased battery life and needed to charge pump daily, with concern that battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and technical support reviewed pump logs and found battery was depleting at a normal rate, with no additional corrective action taken.